Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient wanted the device explanted. The pump had not been refilled in 8 months and the patient stated that the pump along with another device were causing him "+5" pain. The patient reported severe pain in c1-c7 and went to the hospital twice due to prescribed narcotic overdose. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.